Event description:
Complainant alleged that while attempting to treatment a patient (age & gender unk) the device failed to discharge. The device was turned off/on and then operated appropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.